Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a twist lock cable and external neurostimulator (ens). It was reported there was an impedance issue. 0-1 36 ohms , c-0 12097 ohms. The doctor was doing an ins replacement. The rep stated they tested impedances inter-op during a revision surgery. The doctor reseated the connector and c-0 was now fine but 0-1 was now 8 ohms. It was reviewed to use twist lock cable to test lead only. The rep stated they would use the twist lock to test the lead. No further complications were reported as a result of this event.